Event description:
Pt status post right orbital plate implantation, returned to another surgeon presenting with enophthalmus, right inferior and medial wall fracture, and diplopia. Surgeon removed the plate and revised the pt to nonadherent nylon foil implant.

Manufacturer narrative:
Implant date approximately (B)(6) 2006. Synthes is unable to provide the date of manufacture, PMA/510k number and/or the date of manufacture, as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history record review could not be requested.